Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer did not provide a specific blood glucose level but did state that it did not go over 240mg/dl. A system check was performed and insulin was observed exiting the infusion set tubing. The customer declined to remove their infusion set site to inspect the cannula. Tandem technical support educated the customer in regards to the causes of occlusion alarms.